Manufacturer narrative:
The investigation has been performed by the laboratory on 2019-07-03. Both the blood inlet and outlet side are very moldy. Clots found on the blood inlet and outlet side. Thus the failure could be confirmed. The most probable root cause is clotting. Device history record was reviewed. There were no references found which are indicating a non-conformance of the product in question. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. #: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They stated that the patient has undergone multiple circuit changes due to thrombosis. Now on 4th circuit and adult quadroxid oxygenator has exhibited increasing trans-membrane pressures over last 28-34hrs that has gone from 45 to 95 mmhg. Exhibiting elevated plasma free hemoglobin levels. History of proteinemia. Clinician states anticoagulation has been adequate. Quadroxid membrane has been changed out . No harm to the patient was reported. Internal ref. #: (B)(4).